Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was observed. Intermittent oversensing was noted in stored egms. The device was reprogrammed and remains implanted.

Event description:
New information indicated that continuous non-sustained lead noise episodes due to oversensing were observed. Reprogramming the device will be performed.